Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt messages) was confirmed. Upon investigation the monitor displayed failed a baseline test and was unable to complete functional testing. The cause for the failure was isolated to a shorted q701 component on the computer/analog pca. The root cause of the shorted q701 capacitor cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported an monitor was displaying adjust / check belt messages.